Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: brush passage foreign material came out when brushing; leak coming from instrument channel; plastic distal end cover insulation read "0" megaohm; forceps passage had tear marks inside channel; angulation was below standard; control knob had excessive play on the up/down and right/left; distal end plastic cover had deep dents and scratches; light guide lens was chipped; distal sheath glue was cracked; insertion tube was buckled; and discoloration of the tip of the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that a small part that looked like a black straw came out of the evis exera iii gastrointestinal videoscope after being reprocessed in the oer-pro endoscope reprocessor. The scope was previously serviced by a third-party repair shop. There were no reports of patient harm associated with this event.

Event description:
Additional information was provided by the customer. The customer reported that the subject device was inspected for abnormalities prior to use. The subject device was used with the foreign material inside. The foreign material was found during reprocessing after the procedure was completed and during the scope cleaning process. A guide wire was placed, then the scope was withdrawn. Using the wire as a guide, dilation was done with an 8-9-10mm x 5.5 cre balloon dilation under fluoroscopy. This was all done with the scope and the foreign object in the scope, as the foreign object was found during the cleaning after the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5 and d10) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(6), was initiated by another facility. Conclusion: the foreign matter could not be identified, the root cause of the foreign matter remaining in the equipment could not be identified, and the cause of the residual foreign matter could not be determined. It was confirmed that the device has a history of repair by a third-party organization and that olympus can no longer confirm that the device met olympus OEM standards. Olympus will continue to monitor the field performance of this device.